Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis. There was damage to the rear housing and lens cover. The battery cover was missing. The customer's reported problem regarding "showed lec 1870 code" was able to be duplicated. Power up of the pump displayed lec 1870. Simulated use was able to download event log, able read out the pump error log and able to run the pump. The event log verifies that the event occurred (four 1870 alarms recorded). 1870 error is motor_timeout1. There is broken housing debris in the optical switch area. The debris most likely interferes with the pumps ability to read the optical switch rotation. It's recommended to replace the rear housing, lens and clean debris out of pump then perform preventative maintenance on the pump for function and calibration.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed error code 1870 and couldn't be resolved. There was no reported injury to the patient.